Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 08/15/2019. Device evaluation: the plunger was observed in advanced position. The plunger was gently pulled back and found locked and functional. The pcb00 device was observed under microscope and traces of viscoelastic (ovd) and/or balanced salt solution were observed only at the cartridge tip. The directions for use (dfu) states to completely fill the viewing window of the pcb00 with ovd. There was no damage observed on the assembly. There is no visible gap. The lens was received out of the insertion device. The lens is cut; most probably related to the explant mentioned. One haptic is missing (detached). There was no specific issue/failure against the product reported. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed one complaint for this production order number has been received. No product quality deficiency was identified as result of the investigation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. Date of event: unknown/not provided. If implanted, give date: unknown, as implant date was not provided. If explanted, give date: unknown, as explant date was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's eye. No further information was available or provided to johnson & johnson surgical vision.